Event description:
Event reported as: adult male suffering from lou gehrigs disease and on full time life support, experienced stress and panic as the flexible end of the device disconnected from his trach. Pt had to be bagged while device was changed out. This happened ten other times. This is the first of eleven reports. Current pt's condition is reported as stable.

Manufacturer narrative:
The sample device has been requested for evaluation, but has not been received yet. Investigation is ongoing and a complete follow-up report will be sent when completed.